Event description:
It was reported that during dialysis catheter placement in the right internal jugular access, the introducer catheter allegedly malpositioned. It was further reported that the catheter was removed, allegedly causing the patient to become hemodynamically compromised. Reportedly, the patient was resuscitated, and a sternotomy revealed a superior vena cava injury. The patient reportedly expired.

Manufacturer narrative:
H10: the previously submitted emdr inaccurately reported the g4 date. The g4 date should have been reported as (B)(6) 2020. H10: the lot number was provided and a complaint history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 9/2020). H11: b1, g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
The lot number was provided and a complaint history review will be performed. The sample was not returned to the manufacturer for inspection/ evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/ patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 9/2020).

Event description:
It was reported that during dialysis catheter placement in the right internal jugular access, the introducer catheter allegedly malpositioned. It was further reported that the catheter was removed, allegedly causing the patient to become hemodynamically compromised. Reportedly, the patient was resuscitated, and a sternotomy revealed a superior vena cava injury. The patient reportedly expired.